Manufacturer narrative:
Visual examination of the returned device noted a worn appearance. Bench testing noted the device was below specified guidelines. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. A trend analysis was conducted. No emerging trends were found requiring further actions. A definitive root cause cannot be positively determined. However, the most probable root cause can be attributed to lack of maintenance during its time in use. Device is over four years old. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends were found, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device is available for evaluation. Investigation will be conducted. Follow up will be filed with findings. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that while the surgeon was performing scoliosis surgery, as he was doing during final tightening, the surgeon noticed that the torque drive shaft to final tighten the single innie locking caps was damaged at the distal portion of the instrument as well. Specifically, the threads present at the end are slimming down and are turned (making the instrument less efficient at tightening the caps). No delay was obtained during the case. The patient was not affected by this instrument. Sales rep has indicated that this handle needs testing as it may be indicating a lower and or higher torque than what is indicated.